Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture and high out of range impedance measurements were noted on the left ventricular (lv) lead. As a result, the device was programmed to right ventricular therapy only. The patient will be followed appropriately. No adverse patient effects were reported.